Event description:
The customer alleged the door continued to close when it was blocked. The unit was taken out of service. The customer stated that there were no injuries involved from the event. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other: capital equipment, evaluated at customer site. The fse reported the following: discovered the unit was operational but the door not closing. The fse diagnosed the compressor needed replacement and the door counter weight side rollers were seized. The fse replaced the compressor and cleaned the rollers. The fse performed a leakback test. The unit met the manufacturer's specifications. Result code: other - compressor, rollers.